Event description:
It was reported by repair work order that the scale was inaccurate due to a malfunctioned foot right load cell. No adverse consequence or clinically relevant delay in treatment was reported.